Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was receiving an unknown drug at an unknown concentration and dose via an implantable pump for an unknown indication for use. It was reported that the hcp was unable to aspirate or fill with drug. The hcp stated that this occurred 8-10 years ago where he ¿pushed with everything he had¿ and it released. The hcp was able to then refill the pump reservoir successfully. The hcp did not know any patient or device information because it had occurred so many years ago. There were no further complications reported.